Event description:
From staff: during a robotic nephrectomy, the sureform 45 robotic stapler was used to staple across the ivc (inferior vena cava). During firing, the stapler alerted that tissue was too thick and stopped working a little more than halfway through the fire. I called the rep to ask if we could force the fire to finish as this was a vessel. He said no as it was a white load. The surgeon asked the rep if unclamping would the vessel bleed and he said no it would be stapled beyond the cut line. We unclamped and it bled, and we emergently opened to control the bleeding. From operative report: I took the renal artery with hemoloc clips x 3. I then used the robotic stapler to take the renal vein as it was quite distended. Unfortunately, the stapler misfired. It looked like some of the staples had deployed but when the stapler was disengaged, there was brisk bleeding from the suture line. I used prograsp and force bipolar to close the defect. I used a 4-0 prolene to oversew but this was challenging without a second arm. Therefore, the vascular team was called. We converted to open with the vascular team cutting down to the area under visualization on the robotic camera, and the robotic instruments were not removed until they were on the ivc. The robot was undocked. The suture line was identified, clamped with allis clamps and oversewn by vascular team using 4-0 prolene. The abdomen was irrigated copiously, and no additional bleeding was seen. The kidney was mobilized from the upper and lateral aspects, sparing the adrenal gland. The specimen was removed. With removal of the specimen and further evaluation of the hilum, a 2 x 3 cm ovoid well circumscribed malignant appearing lesion was seen, felt to be a lymph node. Manufacturer response for sureform 45 curved-tip, da vinci xl surgical system (per site reporter). The or team notified, [redacted], the intuitive rep for [redacted]. Manufacturer rep provided a shipper kit to send the device back. RMA#(B)(4).